Event description:
This complaint is from a literature source. The following literature cite has been reviewed: ishimaru d, terabayashi n, sohmiya k, matsumoto k. Perioperative blood loss in cementless versus cemented total knee arthroplasty with local tranexamic acid administration. Cureus. 2025 oct 3;17(10):e93791. Doi: 10.7759/cureus.93791. Pmid: 41185794; pmcid: pmc12579964. Objective/methods/study data: this study aims to compare perioperative blood loss between cementless and cemented tka under a standardized local-only txa protocol in a retrospective cohort, focusing on comparison rather than causation. Between 2013 and 2020, a total of 103 consecutive unilateral primary tkas (cementless, n=55; cemented, n=48) were performed at a single center. In the cementless cohort, the authors used the lcs mobile-bearing system (depuy synthes, USA), which requires a limited femoral box. In the cemented cohort, the authors used the vanguard ps design (zimmer biomet, USA) with an open-box femoral component. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: lcs mobile-bearing system (depuy synthes, USA). Adverse event(s) and provided interventions possibly associated with unk knee construct lcs (qty 2): n=2 late surgical site infections.

Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.